Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during displacement test due to high current draw. The insulin pump had cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was 5.6 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.